Event description:
Equipment failure was not felt to have contributed to pt's death however, instructions were felt to be confusing and resulted in user error. Instructions on machine say "check ECG and defib electrode positions." Instructions do not clearly explain that you need to apply both electrodes and pacer pads. During an emergency you do not have time to reference a manual instructions. Need to be on machine. Facility has since added their own instructions for assurance of clear and concise instructions.